Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that on (B)(6) 2022 the blood glucose device gave an erroneously low result. The caller could not recall the exact value, but stated the reading was below 100 mg/dl. Based on the low result, the customer did not take her dose of insulin. At unknown time, during the day, the customer began to experience hyperglycemic symptoms. Based on the customer's symptoms the customer's husband transported her to the hospital. At the hospital the customer received the following results within 15 minutes: 172 mg/dl (performa) and 400 mg/dl (hospital meter). The customer was admitted into the hospital and treated for hyperglycemia. The type of treatment given was unknown. The following day, on (B)(6) 2022, a fasting lab test was performed and the customer received the following results within 15 minutes: 94 mg/dl (performa) and 320 mg/dl (lab). The customer was discharged from the hospital on (B)(6) 2023.